Manufacturer narrative:
Investigation results: the device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the top electrode was bent upwards. Based upon the evaluation results, the reported complaint was confirmed for the bent electrode. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview 7 xb bisector bent during insertion into the cannula. A replacement device was used to complete the procedure. The hospital did not report any pt effects.